Manufacturer narrative:
This product consists of 4 set screws of catalog# 5540030, 510k# k113174 and UDI# (B)(4). (Revision surgery). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent th4-s2 posterior fusion and l5/s posterior lumbar interbody fusion. Post-op, the set screw of iliac screw in the left side of s2al in the patient backed out. The screw itself was also loose so it was replaced with longer and bigger screw. The patient underwent revision surgery on (B)(6) 2017 for the replacement of the set screw and screw. Doctor commented that it is suspected that the screw-head opened as a result of receiving load because fixation procedure was performed from th6.

Manufacturer narrative:
Product analysis: the set screw was returned without any obvious physical failures. A microscopic review of the node on the face of the set screw does not reveal any atypical witness marks. There did not appear to be any obvious signs of wear from the movement of the rod in between the saddle and set screw node. A functional test of the set screw threads did not reveal an issue that would keep the set screw from tightening down. At this point, there does not appear to be an issue with the set screw that would have led to the failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.